Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the keypad of the insulin pump was unresponsive. Blood glucose value was unknown at the time of the incident. The customer reported that buttons on the insulin pump would stick out. Troubleshooting was declined. The insulin pump will not be returned for analysis.